Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.

Event description:
The customer reported that she went in the pool while wearing the insulin pump and condensation under the liquid crystal display was noticed. No further info was provided.